Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent the concurrent procedure of cystoscopy during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic pain, chronic vaginal area pain, vaginal bleeding, chronic vaginal discharge, very painful intercourse, during intercourse felt a bulging protrusion of mesh into vagina causing a stabbing pain into abdomen, difficult bowel movements requiring manual assistance, mesh erosion, painful hemorrhoids, very painful bowel movements and a protrusion of anus, urinary leakage, severe urinary retention and physical pain. It was reported that the patient underwent partial excision of mesh in (B)(6) 2010 due to mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent vaginal excision of mesh (anterior and posterior) on (B)(6) 2010 along with hemorrhoidectomy. It was reported that on (B)(6) 2011, the patient underwent laparoscopic sacrolpopexy with mpathy mesh, posterior colporrhaphy, laparoscopic lysis of adhesions and cystoscopy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05181. The same patient is represented in each medwatch.